Event description:
This lv lead was explanted and replaced due to phrenic nerve stimulation. The patient is being referred for an epicardial lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.